Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic for a mapping session and in situ measurements showed a slightly elevated impedance value compared to the previous measurements. The user_s mother reported that the user had a fall off the bicycle. The diagnostic images show that the active electrode migrated out from the cochlea.

Event description:
The user visited the clinic for a mapping session and in situ measurements showed a slightly elevated impedance value compared to the previous measurements. The user_s mother reported that the user had a fall off the bicycle. As per complaint report, hearing performance was not affected and there was no complaint regarding hearing performance or head pain. As per further information, the user has not come for proper follow up sessions since implantation. Also, when it was tried to perform an aided audiometry session, the user was not cooperative for the entire session; her speech/hearing was dependent on lip reading. The user has experienced progressive hearing loss since age 29, resulting in deep neurosensorial hearing loss by 2020 and underwent a proper pre-op assessment. The inner ear is not malformed, and the etiology remains unknown. Despite attempts to measure esrt responses, none were recorded, and imaging has been requested to check the auditory nerve. Adjustments to the fitting have been suggested to address high mcls and facial nerve stimulation, though the implant appears to be functioning normally based on impedances and gpi. As per further information received, the user underwent another reinsertion surgery on (B)(6) 2024 because the first reinsertion was not successfull. In situ measurements from (B)(6) 2024 show that all channels are within normal range. Reportedly, the user is performing well.

Manufacturer narrative:
Conclusion: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The first revision surgery was not successful. During a 2nd revision surgery the electrode could be re-inserted successfully and in-situ measurements point to functional device and the user is reportedly performing well. This is a final report.